Event description:
New information (B)(6) 2014 notes the patient came in for a normal follow-up and she mentioned she periodically felt dizzy. Upon interrogation the lead continues to exhibit noise. Noise was not able to be recreated through isometrics. The lead was reprogrammed and remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the ventricular lead exhibited noise with oversensing. It was planned to clinically resolve by reprogramming. Device remained implanted.